Event description:
A hospital in (B)(6) reported that an rt236 infant dual heated with evaqua breathing circuit failed the ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was returned and was visually inspected, pressure tested and submerged in a waterbath to test for leaks. Results: there were no physical damages observed to the breathing circuit. The pressure test revealed the complaint breathing circuit to be outside the specification for this product. The waterbath test revealed the leak to be around the swivel piece. A lot check revealed no other complaints of this nature for this lot number. Conclusion: breathing circuits are composed of many parts, therefore, leaks can occur at any of the connections. The two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked in place, the leak at the swivel joint can be enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. (B)(4).